Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported changing the cassette (not an ICU medical product) and the cleo 90 infusion set earlier to clear a line-blocked alarm, however, pwd later received a cassette-empty alarm despite 250 units remaining. Cps assisted pwd in resolving the cassette-empty alarm, and after priming the tubing, the pwd confirmed no bubbles were present and observed insulin drops at the end of the tubing, allowing pwd to resume delivery successfully. Pwd also reported receiving the line-blocked alarm twice and confirmed there were no kinks in the tubing. Pss advised that pwd had performed the correct troubleshooting steps and recommended changing the cassette, and the pwd stated they would also change the cleo 90 infusion set. Pss informed pwd that both the cassette and infusion set could be replaced. The alert received was ¿line blocked,¿ and attempts to resolve it with the current cassette were unsuccessful, so they proceeded with changing both components. There was patient involvement/no harm reported.